Event description:
The customer reported that while the unit was in use on a pt, the unit generated an alarm, "prolonged time in standby." The customer attempted to restart pumping, but the unit would not autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The third-party service technician was unable to duplicate the reported problem. The third-party service technician was advised by maquet to replace the key pad and key pad control board. The unit was retained by the customer.